Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
In mako tka surgery, a femoral cementing implant was used without cement to a patient who was scheduled to have a femoral cementless implant. After the patient left the operating room, the event was discovered, and the surgeon decided to return the patient to the operating room for a revision surgery to replace it with a cementless implant.